Manufacturer narrative:
A ge service representative performed an on site investigation. The xray tube was replaced. A camera and beam alignment were performed as well. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message and then shutdown. No report of patient injury.